Manufacturer narrative:
UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states patient was revised to address infection and tibial loosening at the cement/implant interface. The cement manufacturer is unknown. Update rec'd 11/07/2016 - the medical records were received. The medical records were reviewed for MDR reportability. According to the medical records the patient began experiencing right knee pain. Upon revision the tibia, femur and patella were noted to be loose. The femur and patella are being reported at this time. The complaint was updated on: 11/30/2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4) has been undertaken to investigate attune post-operative loosening further. The analyses and investigations eventually led to a new product development project, which will enhance fixation and make the product more robust to surgical technique per (B)(4). Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.